Event description:
It was reported to philips that c-arm and couch fault occurred due to geo module malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo module and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).